Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with osteoarthritis (grade 3 with prior moderate to large effusion). (B)(4). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, in right knee of the first course (dosage regimen not provided). On (B)(6) 2000, the pt received third synvisc injection. The lot number for synvisc was not provided. On (B)(6) 2000, the pt experienced synovitis in right knee. On an unspecified date in (B)(6) 2000 the pt had effusion in right knee and 40 cc of clear yellow fluid was aspirated. The pt was treated with xylocaine (lidocaine) and intraarticular celestone (betamethasone) for the events of synovitis in right knee and right knee effusion. On (B)(6) 2000, 48 hrs later the pt recovered from the event of synovitis in right knee. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis in right knee as definitely related and did not provide with the event of right knee effusion. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.